Event description:
Healthcare professional reported, right capsular contracture, baker grade IV. And a exchange from textured to smooth implants. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is not related to the device. Anxiety-product/procedure: unable to observe, as it is not related to the device. Additional observations: observed, 1 opening assessed, as surgical damage. No further actions are required, as no manufacturing issues are observed.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported right capsular contracture baker grade IV and a exchange from textured to smooth implants. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade IV.